Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost weight, causing pain at the ipg site and not in the pocket. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported surgery took place on (B)(6) 2025, where the ipg was replaced without complications. Therapy was restored.

Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.